Manufacturer narrative:
The insulin pump was received with operating currents within specifications. Device passed self test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed leak test and was received with intermittent buttons, problem isolated to keypad assembly. Device was received with connector properly connected. No damage or moisture damage on keypad assembly noted. Device received with minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced keypad anomaly. It was reported that buttons were not responding. Customer's blood glucose was unknown. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.